Event description:
It was reported that the device measured high ventricular lead impedance. It was replaced and subsequently tested out of specification consistent with the notification advisory for this device. No patient complications have been reported as a result of this event.